Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported that the ep4 switched from f5 to f3 wenckebach which caused the pt to go into atrial fibrillation. The customer admits that no one monitors the pacing during cases. Therefore, they did not witness the decrement of the pacing interval until it went down to 200ms from 600ms.